Event description:
It was reported that the patient presented to the ER for chest pain. The right atrial (ra) lead exhibited undersensing. The implantable cardioverter defibrillator (ICD) was not mode switching appropriately. The lead was reprogrammed and both devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274trk ICD implanted: 2010-(B)(6), 419488 lead, implanted: 2005-(B)(6). (B)(4).